Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1 to treat l5 bilateral spondylolysis with l5-s1 spondylolisthesis and bilateral l5 foraminal stenosis and radiculopathy. Approximately 6 weeks post-op, it was noted that the patient was experiencing stiffness in the back. Approximately 8 weeks post-op, it was noted that the patient was squeaking with certain activities and was having new discomfort. X-rays revealed that the screw on the right side of s1 had fractured between the shaft and the tulip. The patient underwent a revision surgery approximately 3 months post-op to replace hardware. No additional patient complications have been reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, films were supplied for review which found: MRI preop of lumbar spine shows possible previous l5/s1 laminectomy without signs of instability. Some l5 root foramen noted. Post-op films show right s1 pedicle screw fracture of l5/s1 tlif. No evidence of movement of interbody cage or migration noted. Left sided rods and screws remain intact.

Manufacturer narrative:
The screw was returned for evaluation. On the shank of the fractured bone screw, surface damage was observed that limited further evaluation of the fracture initiation site and propagation. However, the opposite surface of the fracture on the multi-axial screw head was preserved and analysis was primarily focused on this component. This portion of the screw was chemically analyzed using eds and determined to have a chemical composition consistent with titanium alloy (B)(4). The fracture surface clearly showed the primary mode of fracture was caused by fatigue with a localized region of origin, a direction of propagation, and a final fracture zone. There were no material defects such as voids or inclusions (contaminants) noted that would act as a stress riser to initiate a fatigue fracture at the location observed. Damage to the base of the multi-axial screw head was also observed. However, it could not be determined if this damage occurred during implantation, during in vivo service, or during explanation and it's location could not be correlated with the fracture initiation site observed on the bone screw. In conclusion, the pedicle screw fractured due to cyclic fatigue. Based on the dimensional and material composition analysis, the pedicle screw was found to be manufactured to the correct dimensions, with the correct material that met specifications.